Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that data from this device identified t-wave oversensing. No inhibition was reported. The sensitivity was reprogrammed from automatic gain control (agc) at 0.6mv to fixed output at 1.0mv to avoid oversensing in the future. The patient will continue to be monitored remotely. The system remains in service and no adverse patient effects were reported.